Event description:
Patient was intubated and general anesthesia was given. 50 minutes into the surgery, anesthesiologist noted difficulty ventilating the patient and increased pulmonary airway pressures. Ett was removed and new was ett inserted. No further problems with ventilation. On visual exam, out-pouching part of the pilot balloon may have expanded up and over the end of the ett, thereby occluding it and giving increased airway pressures.======================health professional's impression======================on visual exam, out-pouching part of the pilot balloon may have expanded up and over the end of the ett, thereby occluding it and giving increased airway pressures.======================manufacturer response for endotracheal tube, masllinckordt======================plan to contact this week.